Event description:
It was reported to boston scientific corporation that an autotome rx was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during preparation the cutting wire would not bow properly. Reportedly, no visible damage was noticed to the device. The procedure was completed with a new autotome rx device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; the extrusion at the distal pierce hole was melted.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old. (B)(4) - the investigation results of extrusion at the distal pierce hole was melted. A visual evaluation, it was found that the working length was twisted and the exposed cutting wire appeared to have melted/ split the extrusion at the distal pierce hole. Analyzing the cutting wire and extrusion at distal pierce hole, it appears that the cut wire melted/ split the extrusion, elongating the distal pierce hole to approximately 9 mm (proximally from the distal pierce hole), which now does not meet specification. The tear caused the cut wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter. A functional evaluation found that the device does not meet the bowing specification due to the melted/ split extrusion and the altered exposed cutting wire length. At this time, it cannot be determined if the customer electrically activated the cut wire. The condition of the returned unit was consistent with the complaint incident that the cutting wire would not bow properly. Since the devices are 100% inspected during manufacturing, the twist and melt/tear observed in the returned device are most likely due to customer handling. The device history record review found the device met all manufacturing specifications.